Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem pump user guide states: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof.

Event description:
It was reported that the pump screen would not turn on after the pump was submerged in water. The customer's blood glucose (bg) level subsequently increased to 522 mg/dl. Insulin was administered via a manual injection to initially address bg. Subsequently, the customer was admitted to the emergency room and hospitalized where healthcare providers administered a manual injection and intravenous glucose to treat bg. Customer was released from the hospital on (B)(6) 2024 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.